Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to sepsis, blood cultures positive for e. Coli and pseudomonas. Family opted for comfort measures. (B)(6) and corynebacterium striatum bacteremias and driveline exit site (B)(6) for enterobacteria and (B)(6). No autopsy was performed and the device was not explanted. No further information was provided.

Manufacturer narrative:
Narrative data correction: the device does not remain in use supporting the patient as the patient expired.